Event description:
Reporter noted corneal burn during procedure. Sutured wound to close; removed suture two days post-op. Wound leak required bandage contact lens and extended antibiotic usage. Prognosis reported as excellent.